Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 370 mg/dl. The patient reports they had delivered 5-6 boluses and administered a 2 manual pen injections of insulin. The patient reports they applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. An 0x18 alarm was generated, indicating the device had reached an empty reservoir. The reservoir was confirmed to be empty upon inspection.